Manufacturer narrative:
The results of the investigation concluded that a leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing, resulting in a hole, was noted on the side wall of the seal. Additionally, no anomalies were noted while opening or closing the 3-way stopcock. The device met specifications prior to leaving abbott manufacturing facilities as supported by a review of the device history record. The cause for the reported and confirmed complaint is consistent with damage during use.

Event description:
During the procedure, the three-way valve would not close and a leak was noted. The device was replaced and the procedure was completed with no adverse consequences to the patient.